Event description:
Anxiety, lowered immune system, fatigue, abdominal pain and swelling, painful intercourse, bleeding after intercourse, chest pain, hot flashes, night sweats, joint pain and swelling, tingling in hands and feet, body tremors, heart palpitations, extreme vertigo. Hysterectomy performed.